Event description:
On (B)(6) 2019, a 24mm amplatzer septal occluder (aso) and a 12f amplatzer torqvue 45° delivery system (dtv45) were selected for use. During the procedure, the aso deformed into a cobra-head shape when it was deployed in the left atrium, which delivered through a delivery sheath of 12f dtv45. The aso was once pulled back into the delivery sheath; however, during the retraction of the aso, there was severe resistance felt within the delivery sheath. Then, both the aso and the delivery sheath were safely removed as a unit from the patient. The devices were checked outside of the patient after removal. Due to the deformation and resistance, the devices were exchanged and replaced. The aso was successfully implanted without issue and no adverse patient consequences. The hospital discarded the devices. No additional information is expected.

Manufacturer narrative:
The reported event of deformation and retraction difficulty could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.